Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a wolff-parkinson-white ablation procedure utilizing retrograde access, while ablating the mitral valve annulus on the ventricular side, the patient went asystole, was coded, and cardiopulmonary resuscitation was performed. A cardiac perforation was noted via echocardiogram and a pericardiocentesis was performed to stabilize the patient. The perforation was most likely believe to be in the left ventricle by the mitral valve. There were no performance issues with the abbott device.